Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all new orders were not crossing over to all stations. A technical support specialist (tss) confirmed that the provided medication order sample did not appear in the system. The tss queried the order from the server database and reviewed an additional order sample from a different patient, which also did not display. System checks were performed and confirmed no delays from the server processing or the integration interface. The tss advised coordination with the epic electronic medical record (emr) team and identified that the issue originated from the customer nextgen system, which was preventing orders from crossing to the pyxis automated dispensing system. After follow-up communication, the tss was informed that the interface issue on nextgen system had been resolved, confirmed that new orders were crossing successfully, and closed the case with customer approval. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server users indicated that new orders were not crossing over to the pyxis stations. Although the new orders were visible on epic, they were not appearing on the pyxis server or the stations, and the stations were not on critical override. The customer also noted that a previously removed patient order does not update correctly n epic. Overall, this suggested a communication issue between epic and pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.